Event description:
Report received from abbott international affiliate (abbott united kingdom) whichs states. "Rubber bung disconnected and was lost. No blood loss occurred, and no patient ill-effects were noted." Additional information received states, "the hospital declined to release any patient information, a) to maintain patient confidentiality, and b) because they felt that it was not pertinent to the investigation. They did, however, supply the information that the pateint's limb was immobilized by a splint, thus making it impossible for the patient to have removed the bung. The co's information indicates that the set was not being accessed at the time of the disconnection, which was not actually witnessed. Apparently the set was in use to connect tpn circuit to a cannula, and was replaced after the incident." Although additional information was requested, none has become available.